Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulty. The lead also exhibited high impedance greater that 2000 ohms. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the tip area which would inhibit helix function. Resistance testing found the lead was electrically continuous. The reported allegations were not confirmed.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to placement difficulty. The lead also exhibited high impedance greater that 2000 ohms. This lead was successfully replaced. No adverse patient effects.